Manufacturer narrative:
Updated to incorporate additional information received on 2016-dec-14. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was receiving baclofen at an unknown concentration and dosage via an implantable pump for intractable spasticity on (B)(6) 2016, it was reported that the patient was having a pump revision as a result of the sutures in the pump coming loose. No symptoms were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving baclofen (unknown concentration and dose) via an implantable pump. Indication for use was intractable spasticity and multiple sclerosis. The date of the event was (B)(6) 2016. It was reported the pump had come loose and was flipping. The patient had been wearing a binder to keep the pump in place. Surgery was planned.

Event description:
Additional information was received from a healthcare professional (hcp) via a company representative. It was unknown when the patient first started experiencing the sutures coming loose from the pump. The pump revision was performed on (B)(6) 2016. The pump sutures coming loose has been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.